Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'speaker broken'. The cause was observed that the speaker produce distorted audio due to a failed rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced alarming visually but not audibly. There was no known patient injury or medical intervention associated with this event. No additional information is available.